Event description:
The pt contacted animas alleging that the pump was not responding to pressing of the keypad buttons. The pt also claimed that the buttons did not feel normal and were hard to press. The pt denied that the keypad was peeling or damaged.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the keypad buttons were intermittently difficult to push. Eval also revealed that the button contacts were contaminated.